Event description:
It was reported that the bd maxzero pressure rated extension set had connection issues. The following information was provided by the initial reporter: my customer had trouble attaching the extension to our catheters (which caused some leaking) and would like to return the substitute they brought in. Additional information received from the customer: can you please provide an exact date of event in this format mm-dd-yyyy? Various complaints since this was brought in. We have reached out to bd about it several times as we were looking at other options available. Please share the lot number associated with reported issue no particular lot impacted. Seems to be all. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm. We have been working with (B)(6) on this issue. There have been reports from the system as a whole about the sets not securing properly to our tubing and disconnecting when little pressure is applied, which causes leaking.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.